Manufacturer narrative:
Section a (patient information) is unknown. Section d4 (primary UDI number, serial, expiration date) is unknown. Section h4 (device manufacture date) is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a patient experienced out-of-hospital cardiac arrest and underwent extracorporeal cardiopulmonary resuscitation (ecpr) on (B)(6) 2026 at approximately 18:00. Due to persistent cardiogenic shock following ecpr, a decision was made to initiate impella cp support in the catheterization laboratory. During the procedure, attempts to insert a 14fr peel-away introducer sheath (short) via the femoral artery were met with difficulty. Upon removal, damage to the sheath tip was observed. The patient was noted to have pre-existing calcified femoral arterial disease, which may have contributed to resistance during insertion. Following the attempted insertion, a hematoma developed at the access site, and hemostasis was reported as difficult to achieve. As a result, the impella cp device was neither opened nor inserted, and the procedure was aborted. The patient remained supported on va-ECMO initiated during ecpr. Details regarding treatment of the hematoma and bleeding are unknown. The difficulty in sheath insertion and subsequent access site complication are consistent with challenging vascular anatomy, including calcification, and occurred prior to any device use.